Manufacturer narrative:
Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Patient was implanted with click 'x several years ago. One rod slid out of the screw. Patient was returned to the operating room for removal of locking cap and screw and revision to vas.